Manufacturer narrative:
Block b3: exact date unknown, event occurred between 09apr2024 and 16apr2024. Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7114460. Product family: dbs-ipg-pc. Upn: m365db14160. Model: db-1416. Serial: (B)(6). Batch: 217377. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7118813. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7119241. Product family: scs-surg acc. Upn: m365sc44010. Model: sc-4401. Serial: n/a. Batch: 31598718.

Event description:
It was reported that the patient showed up to stage two of the deep brain stimulation (dbs) implant procedure with a non-sterile gauze and pus extruding at the lead incision site. The physician removed the dbs leads, cleaned the incision site and continued in completing stage two of the dbs procedure. Cultures were taken however the results are unavailable. The patient underwent an additional procedure four days later where the entire implantable pulse generator (ipg), lead extensions and ipg port cover were removed. It was noted the patient was accidentally hit in the head at the incision site with a gardening tool causing the infection per the physicians assessment. Physical analysis of the dbs devices was not performed as they were retained by the facility. The patient did well post-operatively.